Manufacturer narrative:
Important medical event. Sanofi company comment dated 12/01/2014: this is an initial literature case concerning three patients in whom legoo used for temporary vascular occlusion and developed myocardial infarction. Evaluating the indication for use, the role of legoo cannot be completely ruled out for the causation of event. However, no info regarding concomitant medications, the underlying concurrent medical conditions and the post-operative condition of the patient makes the complete medical assessment of the case difficult.

Event description:
This summary solicited device case from (B)(6) was received on (B)(6) 2014 via conference abstract: wimmer gg, bouchot o, verhoye j, perrault lp, boergermann j, diegeler a et al. Randomised clinical trial comparing a thermosensitive polymer (legoo) versus conventional vessel loops for temporary coronary artery occlusion during off-pump coronary artery bypass surgery. At the 24th annual meeting of the european association for cardio-thoracic surgery, eacts 2010; 09/11/2010 - 09/15/2010; geneva, switzerland. Interact. Cardiovasc. Thorac. Surg. 2010; 11 suppl 2: s116-17. From this publication, one additional case reported was: (B)(6) (cluster case). This case concerns three patients (demographics not provided) who experienced myocardial infarction after receiving treatment with legoo. The patients medical history, concomitant medication and past drugs were not reported. On unk dates, the patients' undergoing off pump coronary artery bypass surgery were randomized to use legoo (form, route, dose, frequency, batch/lot number and expiration date: not reported) into unspecified vessel for temporary vascular occlusion. On unk dates, after unk latency, the patients experienced myocardial infarction (adverse event to legoo). Action taken: unk, corrective treatment: not reported, outcome: unk, seriousness criteria: important medical event, reporter causality: associated (adverse event to legoo), company causality: associated, a pharmaceutical tech complaint (ptc) was initiated and ptc results were pending for the same.